Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the thunderbeat scissor was broken off. The issue was found during an unknown therapeutic procedure. The fallen part was recovered successfully, no patients or users were harmed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to correct b1, b2, b5, g2, h1, and h6. The information in b5 was inadvertently left off from the initial MDR.

Event description:
The thunderbeat probe tip broke off and fell inside the patient and was recovered successfully.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the probe broke 14.9mm from the tip. Scratches on the broken surface of the probe were observed. The coating of the scratched area was peeled off. A crack progressed from the scratches. There were no contact marks on the non-insulated parts of the grip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the broken probe likely occurred due to the following mechanism: during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. Due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. A force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. A force was applied to the probe causing it to break. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿. ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿. This supplemental report includes information added to b5, d9, d10, and h4. Also, a correction has been made to d4 and h8 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The reported event occurred during a laparoscopic sigmoidectomy procedure. There was no delay, and the procedure was completed successfully with a similar device.